Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed arrhythmia on (B)(6) 2023 and was admitted on 25jul2023.the patient had sustained ventricular arrhythmia which needed defibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported cardiac arrythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) the relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had nausea and malaise. It was noted that the patient did have a history of ventricular arrhythmia pre-left ventricular assist device (lvad) but it was unknown if the arrythmia in this event was device or therapy related. The patient did have an implantable cardioverter-defibrillator (ICD) prior to implant. Direct current cardioversion or defibrillation was needed. The cardioversion resolved the arrhythmia, and the patient was discharged home.